Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 160341b with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 lot 160341b test base part number 195-430h / lot 149866. The lot met the required release specifications. A review of the complaints reported as false positive (confirmed and unconfirmed, conflicting results) related to kit lot 160341b showed that the complaint rate is (B)(4) (1/290964). A review of the complaints reported as false negative (confirmed and unconfirmed, conflicting results) related to kit lot 160341b showed that the complaint rate is (B)(4) (1/290964). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue ; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Per the consumer, the patient is symptomatic with a stuffy nose and cough. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.